Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked from the shaft when the user attempted to inflate a balloon during a pretest.

Event description:
It was reported that water leaked from the shaft when the user attempted to inflate a balloon during a pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Evaluation observed that there was water leakage through the tsc funnel when inflated with water. The catheter was dissected and it was observed tjat there was a tear between the irrigation lumen and the inflation lumen. Per review, the defect was caused by slanted wire creating the tear. The inflation lumen and irrigation lumen are not 180° in position. The tear was examined under microscope and noted to be rough and not smooth and identified this is related to manufacturing. A potential root cause for this failure mode could be incorrect roller used or incorrect wire pressing technic. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.